Event description:
It has been reported that the smrt charger and battery were in use in the back of an ambulance, the battery was on the charger and stated smoking. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Battery and charger. Unit was evaluated by the customer.